Event description:
Doctor reported a pt was diagnosed with a corneal abrasion in the left eye. Doctor treated pt for six weeks. At a follow up visit, doctor diagnosed acanthamoeba keratitis and referred pt to the (B)(6) for further treatment. No culture was performed by the reporting doctor. Pt did not keep follow up appointment. Doctor provided pt's name and telephone number. Attempts were made to contact the pt for additional information and return of product but there has been no response.

Manufacturer narrative:
The device was not returned for evaluation and the lot number information is unknown. Doctor does not relate event to a specific product, etiology is unknown. Based on all information, no causal factors can be determined and no conclusion can be drawn.